Manufacturer narrative:
The investigation into the reported events has been completed. Logs were unable to be accessed. The complaint description describes a controller error that could have been caused by a variety of factors. When the console was received for investigation, there was a system self-check console error on boot up. There was both a breakdown in communication between the eep and the 4-in-1, that could have caused the controller error seen in the field, and a corrupt flash card. Swapping out the impellatronic board, resulted in the return of communication between the impellatronic and the 4-in-1. However, the system self-check error persisted until the compact flash cards were also replaced. The evaluation revealed that the cause of the system self-check error was a defective impellatronics board. The failure modes will be monitored and trended.

Event description:
The us complainant had an impella cp support ongoing when there were aic alarms. The yellow alarm prompted the aic to be replaced. No harm or injury occurred from the aic replacment and interrupted support.